Event description:
New information notes that the left ventricle lead was explanted and replaced on (B)(6) 2022 . Patient was stable.

Event description:
It was reported that the left ventricle lead exhibited failure to capture and lead dislodgement. No intervention was performed. Patient was stable.

Event description:
New information notes that the left ventricle lead was explanted.

Manufacturer narrative:
The reported events were lead dislodgement and failure to capture. As received, a complete lead was returned in one piece. The double bend height was measured within specification. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.